Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced dyspareunia, pain, infections, further incontinence and urinary problems.all other information is unknown and unavailable.